Event description:
It was later reported that the "clumping phenomenon" occurred to the array of the catheter becoming knotted.

Manufacturer narrative:
Product event summary: three image files were returned and analyzed. During review, a deformed (inverted) catheter array was shown in an after-use condition, placed on a sterile napkin. Multiple displaced electrodes were clearly visible on the array, with 9 electrodes still attached. In conclusion, the reported deformed array and displaced electrodes were confirmed during device data analysis. The clinical issues of stenosis, spasm, and st elevation occurred during the procedure and cannot be assessed through data analysis. The catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, following cavotricuspid isthmus (cti) ablation, st elevation was observed in leads ii, iii, and avf. A coronary angiogram (cag) was performed, and lesions were suspected in vessels 3 and 25. Stenosis was confirmed in vessel 3 with coronary artery spasm. A vasodilator was administered intravenously, the cag was repeated, and the stenosis resolved. Backup pacing was performed in the ventricle. During catheter removal, a "clumping phenomenon" occurred and strong force was required to retract the catheter into the sheath. The catheter was removed without being fully retracted, and upon inspection of the array, it was noted that electrodes shifted and were displaced. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.